Event description:
It was reported that the patient was not getting an adequate pain relief due to high impedances. The patient underwent an ipg and paddle lead replacement procedure and was doing well postoperatively. The explanted ipg and paddle lead were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 19660462.